Manufacturer narrative:
Review of results:crrid extend ii - reaction image with cell 11 appeared weak positive with a loose button and a small amount of adherence. Reaction score was 0. Customer did not return sample or product for testing.

Event description:
Customer reported unexpected negative reaction when testing a patient sample with capture-r ready ID (crrid) extend ii on the echo. The patient has a newly developing (B)(4).